Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary : bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes was pushed off from non-patient end needle during blood collection, resulted in no fill. Foreign complaints the following information was provided by the initial reporter, translated from dutch to english: ¿during the blood collection, the tube is pushed off from the needle, so it does not fill. Customer has no information what needles were used and what is the lot number".